Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens but the plunger overrode the lens and tore it prior to being inserted. The lens would not advance in the cartridge. There was no pt contact or injury. An indigo-p injector and an sfc-25 fp cartridge were used but the nurse was unable to provide the lot numbers.